Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, in order to replace the old abutment with a longer one.